Event description:
The patient reportedly experienced post implant tinnitus, and overly loud stimulation. External equipment was exchanged; however, it did not resolve the issue. The patient's device was explanted. There are no plans for device re-implant.